Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire break.

Event description:
It was reported to boston scientific corporation that a stonetome was used in the papilla during a procedure performed on (B)(6) 2025. During the procedure, the cutting wire broke while performing the papilla incision. The procedure was completed with another of the same device. No further information has been obtained despite good faith efforts there were no patient complications reported as a result of this event.